Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the buttons not responding. The pump was received with a cracked ase at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and also had unresponsive buttons. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 296mg/dl at the time of the incident. Troubleshooting for high blood glucose was not performed due to alarm. The customer reported that they have kneeled down on the insulin pump. The customer was assisted with button error/keypad anomaly troubleshooting. The customer kneeled against the insulin pump. Customer stated that the clock on the insulin pump did advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.